Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information was received from the site on 20-aug-2021. The pi presumed that the sah occurred intraoperatively. The pi does not know when the sah occurred, but the wire, catheter, or embotrap all could have been related to the sah. The site provided confirmation on 02-sep-2021 that the sah was considered possibly related to both the study device and procedure. Thus, the ¿relationship to study device¿ entry of ¿not related¿ was changed to ¿possible¿. Complaint conclusion: as reported via the excellent study, a 61-year-old male (subject: (B)(6) with a past medical history of atrial fibrillation and class 1 obesity (bmi 30 kg/m2) presented with an unwitnessed non-wake up stroke on (B)(6) 2020 with nihss score of 24, mtici score of 0, and mrs score of 0 and experienced a mild subarachnoid hemorrhage (sah) on (B)(6) 2021 (pending confirmation). The event resolved on the following day with medical intervention. Per the principal investigator (pi), the event was possibly related to the study procedure and not related to the study device. The patient underwent an endovascular mechanical thrombectomy using 5mm x33mm embotrap ii (et009533/19l183av) revascularization device on (B)(6) 2020. The suspected origin of embolism was cardioembolic. Intravenous (IV) tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. Proximal carotid atherosclerotic lesion stenting was performed prior to thrombectomy attempt. The first pass made with the embotrap and mechanical pump aspiration at the left carotid terminus (2 min incubation) resulted in a mtici score of 2b with clot retrieval via the embotrap. The second pass made with the embotrap and mechanical pump aspiration at the left m2 segment of the middle cerebral artery (mca) (2 min incubation) resulted in a mtici score of 2b with clot retrieval via the embotrap. The third pass made with the embotrap and mechanical pump aspiration at the left m1 segment of the mca (2 min incubation) resulted in a mtici score of 2b with clot retrieval via the embotrap. No further passes were made. The final/end of procedure mtici score was 2b. During the procedure, all passes were made with an 0.072¿ jet intermediate catheter via an 0.027¿ marksman microcatheter. There were no reported intraoperative complications or study device deficiencies. 24-hour post-procedure nihss score was 23. On (B)(6) 2020, his nihss score was 21. The patient was discharged to a rehabilitation center on (B)(6) 2020. 90-day follow-up visit was performed by phone on (B)(6) 2020. Mrs score was 4. Modified information received on 09-aug-2021 was reviewed. The start date of the sah event was changed from on (B)(6) 2021 to on (B)(6) 2020. The end date was also changed from on (B)(6) 2021 to on (B)(6) 2020. Redacted operative note was received from the clinical site on (B)(6) 2021. The 61-year-old male was found around 10:45 am on (B)(6) 2020 in his car with aphasia and right-sided weakness. He was brought to the hospital by emergency medical services (ems). The patient was taken for computed tomography (CT) and CT angiogram and then directly to angiography for thrombectomy. A 6f ballast catheter was navigated over a 125cm vertebral catheter to selectively catheterize the left common carotid artery. A roadmap was then constructed. A total of 2000 units of intravenous heparin and 10mg of intravenous eptifibatide were infused. A marksman microcatheter was navigated over a synchro-2 microwire in the left internal carotid artery (ica). An exchange length synchro wire was used to remove the marksman microcatheter. A 6-8 x 40mm acculink stent was successfully deployed across the stenosis. This was post-dilated with a 5.5mm x 20mm viatrac balloon. The ballast catheter was then navigated past the carotid stent. Under roadmapping guidance, a jet 7 aspiration catheter was navigated over a marksman microcatheter and a synchro-2 microwire into the left carotid terminus/left mca. A 5mm x 33mm embotrap ii device was deployed. After several minutes of dwell time under aspiration through the jet 7 and ballast catheter, the first pass was performed. Thrombus was noted on the device. Follow-up angiography demonstrated mtici score of 2a reperfusion. At this point, the marksman microcatheter was navigated over the synchro-2 microwire into the m2 segment and the left mca interior division. The embotrap device was deployed. After several minutes of dwell time under aspiration through the ballast catheter, small amounts of thrombus were retrieved. Follow-up angiography now demonstrated a distal left m1 occlusion with mtici 0 flow. At this point, the jet 7 aspiration catheter was navigated over the marksman microcatheter and synchro-2 microwire into the distal m1 segment and left mca. The embotrap device was deployed across the thrombus. After several minutes of dwell time under aspiration through the jet 7 and the ballast catheter, a large thrombus was retrieved. Follow-up angiography now demonstrated mtici 2b reperfusion in the left mca distribution. There was an a3 anterior cerebral artery (aca) clot that was noted after the first pass of the carotid terminus. At this point, the marksman microcatheter was navigated over a 12-14 microwire into the left aca. A total of 2mg of tpa was infused. All catheters and wires were then removed after 2mg of intraarterial milrinone was infused in the left ica. Angio-seal device was used to achieve hemostasis of the arteriotomy site. The patient was transferred to post-anesthesia care unit (pacu). The impression at the end of the procedure was successful mtici 2b reperfusion of the left ica/carotid terminus tandem occlusion. The middle cerebral artery branches have reperfusion with greater than 90% of the blood vessels. There was a distal a3 aca occlusion that was appreciable. The carotid stent was now patent in the left ica. There did not appear to be any evidence of vascular injury appreciable. Per pi note on (B)(6) 2020, the CT of the head was reviewed and there was a sah/contrast in the interhemispheric fissure likely due to the aca thrombus manipulation. Additional information was received from the site on 20-aug-2021. The pi presumed that the sah occurred intraoperatively. The pi does not know when the sah occurred, but the wire, catheter, or embotrap all could have been related to the sah. The site provided confirmation on 02-sep-2021 that the sah was considered possibly related to both the study device and procedure. Thus, the ¿relationship to study device¿ entry of ¿not related¿ was changed to ¿possible¿. The device was discarded; therefore, no further investigation can be performed. A device history review associated with this lot: 19k183av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage is a known potential adverse event associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The embotrap revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. With the information provided, it is not possible to determine the root cause of the event. However, there are patient, procedural, and pharmacological factors, including vessel characteristics, clot burden, device selection, device interaction, mechanical manipulation of devices within the artery, and administration of tpa, that may have contributed. There is no indication that the device did not perform as intended or that the event is related to the device design or manufacturing process. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap ii is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. The root cause of the thromboembolism to the distal left m1 (mca) and a3 (aca) cannot be determined based on the information available for review. However, there are clinical and procedural factors including clot burden, vessel characteristics, and mechanical manipulation of devices within the artery that may have contributed with no indication of a device malfunction or performance issue. The thromboembolism appears to have occurred during procedural use of the device and required additional surgical intervention and the administration of tpa in an attempt to restore blood flow. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Patient identifier (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review associated with this lot 19k183av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the (B)(6) study, a (B)(6) male (subject (B)(6)) with a past medical history of atrial fibrillation and class 1 obesity (bmi 30 kg/m2) presented with an unwitnessed non-wake up stroke on (B)(6) 2020 with nihss score of 24, mtici score of 0, and mrs score of 0 and experienced a mild subarachnoid hemorrhage (sah) on (B)(6) 2021 (pending confirmation). The event resolved on the following day with medical intervention. Per the principal investigator (pi), the event was possibly related to the study procedure and not related to the study device. The patient underwent an endovascular mechanical thrombectomy using 5mm x33mm embotrap ii (et009533/19l183av) revascularization device (B)(6) 2020. The suspected origin of embolism was cardioembolic. Intravenous (IV) tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. Proximal carotid atherosclerotic lesion stenting was performed prior to thrombectomy attempt. The first pass made with the embotrap and mechanical pump aspiration at the left carotid terminus (2 min incubation) resulted in a mtici score of 2b with clot retrieval via the embotrap. The second pass made with the embotrap and mechanical pump aspiration at the left m2 segment of the middle cerebral artery (mca) (2 min incubation) resulted in a mtici score of 2b with clot retrieval via the embotrap. The third pass made with the embotrap and mechanical pump aspiration at the left m1 segment of the mca (2 min incubation) resulted in a mtici score of 2b with clot retrieval via the embotrap. No further passes were made. The final/end of procedure mtici score was 2b. During the procedure, all passes were made with an 0.072¿ jet intermediate catheter via an 0.027¿ marksman microcatheter. There were no reported intraoperative complications or study device deficiencies. 24-hour post-procedure nihss score was 23. On (B)(6) 2020, his nihss score was 21. The patient was discharged to a rehabilitation center on (B)(6) 2020. 90-day follow-up visit was performed by phone on (B)(6) 2020. Mrs score was 4. Modified information received on 09-aug-2021 was reviewed. The start date of the sah event was changed from (B)(6) 2021 to (B)(6) 2020. The end date was also changed from (B)(6) 2021 to (B)(6) 2020. Redacted operative note was received from the clinical site on 17-aug-2021. The (B)(6) male was found around 10:45 am on (B)(6) 2020 in his car with aphasia and right-sided weakness. He was brought to the hospital by emergency medical services (ems). The patient was taken for computed tomography (CT) and CT angiogram and then directly to angiography for thrombectomy. A 6f ballast catheter was navigated over a 125cm vertebral catheter to selectively catheterize the left common carotid artery. A roadmap was then constructed. A total of 2000 units of intravenous heparin and 10mg of intravenous eptifibatide were infused. A marksman microcatheter was navigated over a synchro-2 microwire in the left internal carotid artery (ica). An exchange length synchro wire was used to remove the marksman microcatheter. A 6-8 x 40mm acculink stent was successfully deployed across the stenosis. This was post-dilated with a 5.5mm x 20mm viatrac balloon. The ballast catheter was then navigated past the carotid stent. Under roadmapping guidance, a jet 7 aspiration catheter was navigated over a marksman microcatheter and a synchro-2 microwire into the left carotid terminus/left mca. A 5mm x 33mm embotrap ii device was deployed. After several minutes of dwell time under aspiration through the jet 7 and ballast catheter, the first pass was performed. Thrombus was noted on the device. Follow-up angiography demonstrated mtici score of 2a reperfusion. At this point, the marksman microcatheter was navigated over the synchro-2 microwire into the m2 segment and the left mca interior division. The embotrap device was deployed. After several minutes of dwell time under aspiration through the ballast catheter, small amounts of thrombus were retrieved. Follow-up angiography now demonstrated a distal left m1 occlusion with mtici 0 flow. At this point, the jet 7 aspiration catheter was navigated over the marksman microcatheter and synchro-2 microwire into the distal m1 segment and left mca. The embotrap device was deployed across the thrombus. After several minutes of dwell time under aspiration through the jet 7 and the ballast catheter, a large thrombus was retrieved. Follow-up angiography now demonstrated mtici 2b reperfusion in the left mca distribution. There was an a3 anterior cerebral artery (aca) clot that was noted after the first pass of the carotid terminus. At this point, the marksman microcatheter was navigated over a 12-14 microwire into the left aca. A total of 2mg of tpa was infused. All catheters and wires were then removed after 2mg of intraarterial milrinone was infused in the left ica. Angio-seal device was used to achieve hemostasis of the arteriotomy site. The patient was transferred to post-anesthesia care unit (pacu). The impression at the end of the procedure was successful mtici 2b reperfusion of the left ica/carotid terminus tandem occlusion. The middle cerebral artery branches have reperfusion with greater than 90% of the blood vessels. There was a distal a3 aca occlusion that was appreciable. The carotid stent was now patent in the left ica. There did not appear to be any evidence of vascular injury appreciable. Per pi note on (B)(6) 2020, the CT of the head was reviewed and there was a sah/contrast in the interhemispheric fissure likely due to the aca thrombus manipulation.